Manufacturer narrative:
Zimmer biomet complaint number - cmp-(B)(4). Implant date -(B)(4). Medical products - unknown vanguard bearing and unknown vanguard femoral. Foreign report source: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Devise history records review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history could not be conducted as the product identification is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure due to aseptic loosening of the tibia. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.